Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Was medical intervention was given for the pain management? Results? Were there any pre-existing signs/symptoms of active infection or abscess prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was the abscess and erosion first noted at the same time? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention including dates and surgical findings. What is the patient's current status? To date the device has not been returned.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion, abscess, pain and offensive discharge. Additional information has been requested.